Event description:
It was reported that the auxiliary water supply tube in the colonovideoscope had not been cleaned for some time (it is unclear how long it had not been cleaned). Examinations were performed on several patients (the number is unknown) with the uncleaned scope. Previously, it had been cleaned by nurse, but recently it had been decided that doctor would do the cleaning, and it was discovered that it had not been cleaned. There was no report of infection or health hazard. This is report 1 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.